Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer could not fit multiple cartridges onto the pump. Reportedly, the cartridge's o-ring appeared thicker than the previous cartridge. Also, it was noted that there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge. There was no impact to the customer's blood glucose level.